Event description:
The facility representative reported a broken door latch. Information was not provided regarding whether or not the problem occurred during a patient infusion. The hospital representative stated that there were no reports of injury or medical intervention.